Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat¿ from heartsine technologies on the 1st june 2016. Upon receipt, the device was witnessed switching on automatically. The fault had been due to a connection issue between the membrane tail and j11 connector, no visual abnormalities were observed on the membrane tail or within the j11 connector, therefore it is assumed that any contaminate was dislodged when the membrane tail was reinstalled. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. The device turns on automatically and guidance ¿please turn 119 immediately¿ is played. The guidance was six or seven times today alone.

Event description:
There was no patient involved in this event. The device turns on automatically and guidance ¿please turn 119 immediately¿ is played. The guidance was six or seven times today alone.